Event description:
This customer disagrees with a shock advisory decision given during a pt event. The involved pt died, but the customer has stated that the device was not a factor in the pt outcome.

Manufacturer narrative:
(B)(4): this customer disagrees with a shock advisory decision given during a pt event. The involved pt died, but the customer has stated that the device was not a factor in the pt outcome. This complaint is still being investigated. A f/u report will be submitted after philips obtains more info about this event.